Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 354 mg/dl at the time of the report. The customer's husband stated that he thinks the customer's glucometer is giving false readings. The customer's husband declined to perform troubleshooting because he wanted to speak with the glucometer company to troubleshoot the glucometer. The customer's husband was advised to call back to perform troubleshooting on the insulin pump. Nothing further was reported.